Event description:
It was reported that the patient experienced coupling and/or communication issues associated with the recharger. It was not possible to obtain more than two coupling bars. It was suggested that the recharger needed to be replaced. The patient subsequently experienced a loss of therapeutic effect that resulted in seizures. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information from the patient's healthcare professional was received. The cause of the event was noted to be due to neurostimulator inversion. A chest x-ray on (B)(6) 2011 confirmed the inversion. There were no abnormal impedance measurements. A revision was performed on (B)(6) 2011 to the ins. After the revision, the patient was able to charge correctly. There were no injuries noted.

Manufacturer narrative:
Lead model 3387s, lot # v670475, implanted: (B)(6) 2011, explanted: na; lead model 3387s lot # v594801, implanted: (B)(6) 2011, explanted: na; lead model 3387s, lot # v670477, implanted: (B)(6) 2011, explanted: na; lead model 3387s, lot # v670475, implanted: (B)(6) 2011, explanted: na; extension model 3708260, lot # nkb011004v, implanted: (B)(6) 2011, explanted: na; extension model 3708260, lot # nkb011105v, implanted: (B)(6) 2011, explanted: na; programmer model 37743, lot # nke170782n; recharger model 37752, lot # nka157166n.